Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The flash was erased and rtos and gib coin batteries were replaced during the service event. System voltage was confirmed to be in specification. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error. Further information determined that the system failed to boot to a usable state and exhibited a intermittent functionality. No patient serious injury or death was reported related to this event.